Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va0l8ck, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the representative reports reading > (greater than) 4000 ohms on some of the bipolar pairs. High impedances was inter-operative of >4000 ohms. The representative was opening a new battery. Doctor connected new ins (stimulator) and still had high impedance (>4000 ohms) on contact 2. Motor response was good. The doctor will closed patient since motor response was good. Refer to manufacturer report 3004209178-2015-06146 and 3004209178-2015-06148. Related pe (B)(4) high impedances inter-op.